Manufacturer narrative:
H4: the lot was manufactured on december 2022 h10: the actual devices were not available; however, retentions samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity tested in the laboratory via methylene blue; then leak tested under water via a calibrated provaset and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of syringe extension sets had an air bubble/gap in the line. This was discovered during while administering medication and when changing he syringes on the end of the extension sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.